Manufacturer narrative:
Block b3: exact date unknown, event occurred a few days ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(4). Batch: 7086802/7086805

Event description:
It was reported that the patient developed an infection at the ipg pocket site. Symptoms of redness, itching, swelling, and some discharges were noted. The physician believed that it was device and procedure related. The patient was prescribed with antibiotics. All components were explanted and will not be returned per hospital policy.